Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported patient lost therapy as ipg reached end of life. Ipg was unable to be connected with external devices and deemed to be inoperable. As a result patient may be awaiting surgical intervention at a later date.